Manufacturer narrative:
The tall spinous process clamp was returned to the manufacturer for analysis. The returned clamp was found to be in good condition with full function. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the reference frame was very difficult to screw onto the clamp. Switching to another clamp resolved the issue. Manufacturer representative confirmed the reported issue after the procedure. There was no impact to patient. There was a reported delay to procedure of a minute due to this issue.